Event description:
It was reported that this implantable device and the associated right ventricular competitive lead were explanted due to high pacing impedance measurements. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).